Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-jan-2020. The most recent information was received on 13-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('very painful'), device breakage ('fragment of essure'), device dislocation ('fragment in the process of migration'), arrhythmia ('cardiac arrhythmias') and adenomyosis ('diffuse adenomyosis uteri') in a 39-year-old female patient who had essure (batch no. 948606) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arrhythmia (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), arthralgia ("joint pain"), fatigue ("extreme fatigue"), fungal infection ("fungal infections"), musculoskeletal pain ("joint and muscle pain"), headache ("headache") and dizziness ("dizziness") and was found to have weight decreased ("weight loss"), 8 months 7 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and adenomyosis (seriousness criterion medically significant) with genital haemorrhage. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017, removal of a fragment on (B)(6) 2018 and total hysterectomy (B)(6) 2020). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, device dislocation, arrhythmia, adenomyosis, menorrhagia, arthralgia, fatigue, weight decreased, fungal infection, musculoskeletal pain, headache and dizziness outcome was unknown. The reporter provided no causality assessment for adenomyosis, arrhythmia, arthralgia, device breakage, device dislocation, dizziness, fatigue, fungal infection, headache, menorrhagia, musculoskeletal pain, pelvic pain and weight decreased with essure. The reporter commented: improvement in overall health following second procedure. The first on (B)(6) 2017 bilateral salpingectomy followed by a second procedure on (B)(6) 2018 removal of a fragment in the process of migration. (B)(6) 2020 total hysterectomy scheduled due to severe haemorrhage caused by diffuse adenomyosis uteri. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-jan-2020. The most recent information was received on 21-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('very painful'), device breakage ('fragment of essure'), device dislocation ('fragment in the process of migration'), arrhythmia ('cardiac arrhythmias') and adenomyosis ('diffuse adenomyosis uteri') in a 39-year-old female patient who had essure (batch no. 948606) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arrhythmia (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), arthralgia ("joint pain"), fatigue ("extreme fatigue"), fungal infection ("fungal infections"), musculoskeletal pain ("joint and muscle pain"), headache ("headache") and dizziness ("dizziness") and was found to have weight decreased ("weight loss"), 8 months 7 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and adenomyosis (seriousness criterion medically significant) with genital haemorrhage. The patient was treated with surgery (bilateral salpingectomy on (B)(6)2017, removal of a fragment on (B)(6)2018 and total hysterectomy mid-(B)(6) 2020). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, device breakage, device dislocation, arrhythmia, adenomyosis, menorrhagia, arthralgia, fatigue, weight decreased, fungal infection, musculoskeletal pain, headache and dizziness outcome was unknown. The reporter provided no causality assessment for adenomyosis, arrhythmia, arthralgia, device breakage, device dislocation, dizziness, fatigue, fungal infection, headache, menorrhagia, musculoskeletal pain, pelvic pain and weight decreased with essure. The reporter commented: improvement in overall health following second procedure. The first on (B)(6)2017 bilateral salpingectomy followed by a second procedure on (B)(6)2018 removal of a fragment in the process of migration. Mid-(B)(6)2020 total hysterectomy scheduled due to severe haemorrhage caused by diffuse adenomyosis uteri. Amendment: the report was amended for the following reason: health authority reference number added to narrative. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('very painful'), device breakage ('fragment of essure'), device dislocation ('fragment in the process of migration'), arrhythmia ('cardiac arrhythmias') and adenomyosis ('diffuse adenomyosis uteri') in a (B)(6) female patient who had essure (batch no. 948606) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 months 7 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), arrhythmia (seriousness criterion medically significant), arthralgia ("joint pain"), fatigue ("extreme fatigue"), fungal infection ("fungal infections"), musculoskeletal pain ("joint and muscle pain"), headache ("headache"), dizziness ("dizziness") and adenomyosis (seriousness criterion medically significant) with haemorrhage and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomyon (B)(6) 2017 and removal of a fragment on (B)(6) 2018). At the time of the report, the pelvic pain, device breakage, device dislocation, menorrhagia, arrhythmia, arthralgia, fatigue, weight decreased, fungal infection, musculoskeletal pain, headache, dizziness and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, arrhythmia, arthralgia, device breakage, device dislocation, dizziness, fatigue, fungal infection, headache, menorrhagia, musculoskeletal pain, pelvic pain and weight decreased with essure. The reporter commented: improvement in overall health following second procedure. The first on (B)(6) 2017 bilateral salpingectomy followed by a second procedure on (B)(6) 2018 removal of a fragment in the process of migration. Mid (B)(6) 2020 total hysterectomy scheduled due to severe haemorrhage caused by diffuse adenomyosis uteri. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.